Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device implant, the physician reported resistance when inserting one of the associated non boston scientific system leads, into the port header location. The physician elected to replace the lead with a different model type; insertion completed with success and without additional complication. No adverse patient effects were reported and to date this device remains implanted and in service.